Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a right hip revision approximately seven years post-implantation due to elevated metal ion levels and pain. During the procedure, there was immediate cloudy gray fluid, metal staining, and discoloration of the synovium. There was some corrosion on the neck at the inferior aspect of the taper immediately subjacent to the metal head. The modular head was removed and replaced. A poly bearing was implanted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
The following report is submitted to relay additional information the reported event is confirmed through review of medical records. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided. There are warnings in the package insert that these types of events can occur and associated risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.